Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that an unspecified malfunction occurred. Customer¿s blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.